Event description:
(B)(6) called to change j tube because the tube was coiled in the stomach. It was found that the j tube in self was broken from the hub and coiled in the stomach. It was a clean break, no ragged edges. Nine (B)(6).